Event description:
On 05/13/1997, the manufacturer received a response to a device tracking polling letter from the patient. The response states that the device was removed on march 3rd due to complications.